Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did reveal final test: failed step 5.0 due to distorted front panel. Send to rework dg 9/17/2021 rework: referenced rework manual 509272 revision x page 116. Replaced front panel display and sent cycler back to post accelerated stress test. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen during setup on the liberty cycler. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed, rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler to resolve the problem, advised to discontinue using the machine and contact the peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.